Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vomiting and nausea and the implantable pulse generator (ipg) potential set screw issue causing right ventricular (rv) lead to exhibit no pacing and high impedance. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.